Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection width could not be performed due to haptic damage. Overall length was found within specifications. Claim #(B)(4).

Manufacturer narrative:
Health effect clinical code: 4581 - starburst, diplopia, claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there was lens rotation, halos, starburst, diplopia, the lens was repositioned on (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens and the problem was resolved and it was noted "vault is higher but ok, lens is centered". The cause of the event was reported as a patient related factor with no device causality and noted "descentration caused short length".

Manufacturer narrative:
Corrected information: b5 - decentration should have been included. H6 - health effect clinical code: 4581 - decentration claim#: (B)(4).